Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, distorted image due to cable disconnection was noted. In addition, flickering and noise occurrence, main body crack, main body flooded, and switch 2 failure to work were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, that the hd autoclavable camera head had a disturbance due to cable disconnection on (B)(6) 2023 and the issue was found during estimation. The device was returned for evaluation. During the device evaluation, the reportable malfunction a flicker, noise (flooding) due to charge-coupled device failure was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.